Event description:
International customer reported that the device readily inflated with air from a leak at the device connector. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2007-00055 and 2210968-2007-00056 for all associated reports. The same pt is represented in each medwatch.